Event description:
The customer replaced a speaker malfunction. The speaker failed completely. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.